Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 694965 implantable tachy lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported by the patient that the lead "failed" and fractured. The patient presented to the hospital. The company representative turned off the detections and indicated that the lead had fractured. Additionally, the nurse called and indicated that the device was still "beeping." Technical services indicated that the alert for the vf detections was most likely not turned off. Additional information was received through follow up with the physician office which indicated that the patient had received inappropriate shocks. There was oversensing, and out of range impedance. The detections were turned off by the company representative. The device and lead are still in use and an electrophysiological (ep) study is scheduled prior to any decisions about future devices. No further patient complications have been reported as a result of this event.